Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported could not be verified. The following activities were performed service & repair functions per (B)(4). Nothing noted in service history review that would have contributed to the complaint. Attached box label, electrical safety, and vapr vue repair record. Could not duplicate the customer's complaint that the wand was sparking. Multiple attempts to duplicate the complaint were made and the unit passed all testing. The unit passes all functional and diagnostic testing and is fully operational. Performed service & repair functions or action per (B)(4). To address ncr# (B)(4). As per ncr (B)(4), the complaint action for service & repair referenced the incorrect pr. The pr used for this repair was (B)(4). No additional testing or repairs were needed for the unit as this ncr was not related to the functionality of the device itself. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Due to the age of these products the DHR's are no longer able for review. UDI: (B)(4)

Event description:
It was reported that a vapr3 generator wand was sparking red flames inside of the joint during a rotator cuff surgery. The surgery was completed by plugging in a second wand into another generator. There was no reported patient harm or surgical delay.